Manufacturer narrative:
This report is a response to report # (B)(4). Analysis of the returned device consisted of a visual and functional evaluation, as well as a device history review. The examination determined that the reported incident is an isolated event and is not believed to have resulted from a manufacturing defect. We have assigned complaint number (B)(4) to this report. (B)(4).

Event description:
As reported: during tube feeding through gj tube, the hardened disc on top of the silicone pot on the j-side disconnected and prevented the use of this port from feeding tube connection. Patient was taken to the operating room for removal of gj tube and reinsertion of a new gj tube.